Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient presented emergently with a hypertensive episode (240/160) and abdominal pain. A CT of the chest and abdomen discovered the aneurysm is 7.8 cm in diameter due to a proximal type I endoleak. The physician took the patient to the or and implanted a valiant 38x38x200 up to the subclavian artery. The intervention was successful and the endoleak has resolved. The physician stated that the endoleak was caused by a combination of aortic remodeling and uncontrolled hypertension. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).